Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with a shot. The customer was explained the 2 high blood glucose rule. The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 600 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit. Customer began to fell ill and she would have to call helpline back because she needed help. Customer stated that she can't get out of the rewind phase.